Event description:
A malfunction on the pump was reported by the caller, which occurred after working outside in the heat. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.